Event description:
Blisters and burns [burns second degree]. Couple of them (blisters) were bleeding [blood blister]. The pt did not check her skin under the product while wearing the heatwrap [device misuse]. Felt intense irritation [skin irritation]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) caucasian female pt started to receive thermacare heatwrap (thermacare neck, shoulder and wrist), from (B)(6) 2015 at one wrap, applied to the skin for neck muscle ache from playing tennis. Medical history included ongoing slight blood pressure problem. Concomitant medication included clonidine since (B)(6) 2015 at one dosage form once a day for slight blood pressure problems and permanently withdrawn. The pt experienced blisters and burns (described the burns as eight to ten of them about the size of a quarter) on (B)(6) 2015 with the outcome of resolved, she felt intense irritation on (B)(6) 2015 with the outcome unk and a couple of the blisters were bleeding in the shower on an unspecified date with outcome of unk. The action taken as a result of burns included lanacane which relieved the burning. The pt did not seek additional treatment or medical intervention. She reported if she turned her head or her sweatshirt turns a certain way, she felt it, but she was not dying or anything. The action taken with thermacare heatwrap was permanently withdrawn on (B)(6) 2015. The pt described her skin tone as dark or olive, she did not have sensitive skin and does not have any abnormal skin conditions. The pt used the wrap for four to five hours. She previously had not used thermacare heatwrap, the pt has previously used electric heating pads about three years ago for a few hours for one day. The pt was not sleeping while wearing the product. She was not wearing several layers of clothing over the product. She was not wearing a snug waistband/belt or similar or otherwise applied pressure over the are. The pt did not exercise while using the product. The pt did not check her skin under the product while wearing the heatwrap. The pt did read the instructions before using the product.

Manufacturer narrative:
Additional info has been requested and will be provided as it becomes available. Based on the info provide, the events burn blisters and blisters were bleeding as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the info provided, the events burn blisters and blisters were bleeding as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.